Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The sensor glucose reading was 400 mg/dl, compared with the blood glucose reading of 21 mg/dl. The customer stated that he was walking, experienced low blood glucose, and collapsed against the wall to the floor. He was treated with glucagon and an injection via an intravenous drip to bring his blood glucose levels up. He declined further troubleshooting, advising that he just wanted to go home. The customer also mentioned that he had been hospitalized due to high blood glucose levels about 6 weeks prior. No further details regarding the high blood glucose hospitalization were provided. The customer called back requesting assistance with sensor calibration protocol. The most recent blood glucose reading was 115 mg/dl. Upon inspection, it was found that the reservoir showed the same amount of insulin as was shown on the status screen, and the insulin pump worked as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-00929.